Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the basket could not be closed and could not be inserted into the forceps channel was not identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d4, h4 this supplement report is being submitted for correction information.

Event description:
No additional information received from the customer.

Event description:
Through additional information obtained, it was reported that during the pre-use inspection of the single use retrieval basket opening/closing operation, the basket could not be closed and could not be inserted into the forceps channel. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.